Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported a severe headache upon waking and was transported to the hospital. CT imaging revealed a large area of intraparenchymal hemorrhage involving the right parietal occipital lobe with surrounding edema. There was extensive subarachnoid hemorrhage with blood filling the cisterns and extending anteriorly along the thecal sac. There was edema throughout the remainder of the right hemisphere. This continued to expand and brain stem compression was noted. A hemicraniotomy and clot evacuation was performed. The patient became unresponsive. On (B)(4) 2016, it was reported that there had been no recovery for the past 2 weeks. On (B)(6) 2016, the patient expired. No further information was provided.